Manufacturer narrative:
Account replaced the center arm assy in the rh head siderail to resolve the alleged problem with the rh head siderail not latching. Glucose was spilled into the center arm assy which caused the problem.

Event description:
Account alleged that the rh head siderail will not latch in the up position due to glucose being spilled within the center arm assy. Account stated that he was not aware of any injuries.